Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the choledocho videoscope sterilization failed to meet standards. The issue occurred during setup/inspection for use for a bacterial cultivation procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 despite good faith attempts to the user, the culture results and cleaning disinfection and sterilization (cds) processes were not shared. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: liquid immersion and crystallization inside the main unit of the operating section, angulation lever stuck. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the additional reportable malfunctions: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the choledocho videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.